Event description:
It was reported that during preparation for an upper extremity angioplasty treatment procedure, balloon detachment difficulties were encountered. The customer stated that, "during preparation, the scrub tech pulled off the balloon re-wrapping tool and the balloon came off with the tool and separated from the catheter." The procedure was successfully completed with another of the same type device. It was reported that there were no injuries or complications for the pt. Pt status is reported as "fine."